Event description:
On 04mar2025, the customer generated false elevated alinity I stat highly sensitive troponin-I of 58.7 ng/l on a patient, sid (B)(6), that repeated normal range of 11.8, 6.6, 7.9 ng/l. No customer troponin cutoff or patient information was available. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 70021ud00 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I high stat troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 70021ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I high stat troponin-I reagent lot 70021ud00 was identified.

Event description:
On (B)(6) 2025, the customer generated false elevated alinity I stat high sensitive troponin-I of 58.7 ng/l on a patient, sid (B)(6), that repeated normal range of 11.8, 6.6, 7.9 ng/l. No customer troponin cutoff or patient information was available. No impact to patient management was reported.

Manufacturer narrative:
International product, list number 08p13, alinity I stat high sensitive troponin-I, that has a similar product distributed in the us, list number 4z21, alinity I stat high sensitivity troponin-I, and 510k/PMA/bla of k202525. Section a, patient information, no additional patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.